Event description:
Additional information was provided from a healthcare provider via a company representative stated that the motor stall recovered but the date/time was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine 20mg/ml and bupivacaine 10mg/ml. It was reported that the hcp interrogated the pump and got an alert saying that the pump was stopped for 121 hours and 44 minutes and that the pump motor was stalled. Per a pump session report, a motor stall occurred on (B)(6) 2025 at 1:21pm with a "stopped pump duration exceeded 48 hours" message on (B)(6) 2025 at 1:21pm. Per the pump session report on (B)(6) 2025, the pump was currently stalled. The patient did have magnetic resonance imaging (MRI) the previous week and the patient denied any withdrawal symptoms. Patient services reviewed information regarding sync 2 pumps and telemetry mode and advised the rep to have the hcp check pump logs again and look for a motor stall recovery message. The rep was not with the hcp at the time of the call to technical services but planned to follow up with them to review information. Per a pump session report on (B)(6) 2025, the patient was programmed to flex mode.